Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead could not be positioned properly. The lead was not used and the patient condition was unknown.